Event description:
Customer alleged discrepant, back to back blood glucose results of 553 mg/dl, 272 mg/dl, and 231 mg/dl when testing was performed within 2 minutes on the advantage system. Customer reported no symptoms and no treatment/action. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.